Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines; modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, co has emphasized to customers that correct operating procedures must be followed to ensure optimal performance of the axysm system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 03/12/1997 the account reported a bhcg result of <2 miu/ml, which was run on the axsym analyzer. The physician did not believe the result and performed an ultrasound on the pateint. A second sample was drawn on 03/14/1997 and a result of 13000 miu/ml was given. According to the account, the initial sample had been poured off into an aliquot tube. However, sample integrity could not be verified and retesting of the sample could not be performed because the sample had been discarded. All maintenance was up to date on the instrument and controls were within their specific ranges. No report of injury.